Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that batteries running quick and then quit completely. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that the old insulin pump sound did not work. The insulin pump will not be returned for analysis.

Manufacturer narrative:
After installing the battery device failed to power up due to corroded battery tube compartment noted. Unable to confirm battery charge due to corroded battery tube.(B)(4).